Event description:
It was reported that the patient experienced dizziness while driving; there was enough time to remove their foot from the accelerator before they lost consciousness. The patient regained consciousness following the car hitting the side of the road/bank and then the patient received two shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was admitted to the hospital due to the loss of consciousness. The device electrograms demonstrated the shocks were inappropriate and due to sensing of noise. Technical services review of the device data confirmed that the loss of consciousness occurred prior to the shocks and appeared to be non-arrhythmic/from another cause. It was possible the noise was associated with myopotentials related to the non-cardiac syncope. It was observed that during the shock delivery, the shock impedance was 118 ohms with the first shock and 113 ohms with the second shock. The patient was seen in-clinic and provocative maneuvers were unable to re-create any artifact with either device or lead manipulation. The shock impedance initially measured 110 ohms and then was consistently 75 ohms during testing. The healthcare provider noted that the patient was being considered for a renal operation (not specified) and wanted some programming recommendations for afterward. The s-ICD system remains in service.